Event description:
(B)(4). First of all I ask for a tubal but my dr refused so I tried going to another dr that was willing to do it before my ins ran out but other dr wouldn't send my medical records over so I had to go back to him and he still wouldn't do the tubal and basically forced this essure crap on me. I started having problems as soon as I got essure. I started having high blood pressure, rapid heart rate, depression, migraines, painful intercourse, lack of sexual interest, severe left side and back pain, bad menstrual cramps, bleeding and large clots. Then I had a mis carriage 3 years after having essure and that's what made me look into essure problems annd sure enough others were going through the exact same thing, and most going through more than me. So after going to the dr for many years and being put medicine for this reason and that, I did a nickel test and sure enough I was extremely allergic. That's when I looked into removal and shortly after had the coils removed on (B)(6), 2014. I hate that I was force to get such a horrible product put in my body, it took si many years away from my 3 living children as well as added heartache to our family. I am now single because of it and have been for 2 and a half years, it's really hard. I will never again put anything in my body that doesn't belong there.